Manufacturer narrative:
Concomitant: patient medications include losartan, metoprolol, atorvastatin, clopidogrel, aspirin, nitroglycerin, and glucosamine sulfate. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses. On (B)(6) 2014, computed tomography (CT) scan reportedly identified a proximal type I endoleak. The physician indicated the endoleak may have been caused by a calcified and tortuous infrarenal neck. No aneurysmal growth was noted. On (B)(6) 2014, the patient inderwent a re-intervention whereby a 26 mm aortic cuff was implanted and anchored with aptus endoscrews. The type I endoleak was resolved, and the patient tolerated the procedure.